Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, data was received and downloaded on (B)(6) 2015. A review of the downloaded receiver log did not confirm the reported event of an intermittent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the patient's father did not report any injury or medical intervention.